Manufacturer narrative:
As no further information is expected, this investigation is complete. If further information is received, this report will be updated at that time.

Event description:
It was reported that this right ventricular lead exhibited intermittent capture due to micro dislodgement. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.